Event description:
During a coronary procedure, after flushing a 2.5 x 18mm cypher des, the stent delivery system was being delivered to the target lesion. However, while delivering the cypher, physician felt discomfort. Therefore he removed the sds from the pt and found to the edge of the stent to be flared. There was no reported pt injury. The physician also indicated that the stent mounting was defective before use. Procedural and pt details remain unk despite multiple attempts to obtain the information.